Event description:
Abscess at injection site, report received in 2006, from a consumer injector at a physician's office, (age unknown), who was taking synthroid and wellbutrin concomitantly. The consumer has a history of abscess formation after previous hylaform plus injections (dates unknown). She has no known allergies and no history of autoimmune disease. On an unknown date "a colleague" injected the patient with hylaform plus in the nasolabial folds. She developed an infection (date uknown) in the treatment site that progressed into abscesses. On an unknown date a physician prescribed "muliple courses" of oral keflex and clindamycin which were not effective. The physician performed "multiple" incision and drainage procedures on the abscesses. At the time of this report the consumer's outcome is unknown. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint. Qa investigation results: review of the data did not indicate trends that could not be associated to any product complaint. Qa investigation results: review of the date did not indicate trends that could be associated to any product complaint.